Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were not reproduced. It was observed that the upstream sensor had low fluid numbers. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.